Event description:
The following has been reported: biomed reported: no patient harm. An IV pump that is having an issue. Staff states the pump is giving a message that reads" service needed." Message verified in the history log. Serial number: (B)(6) a preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.